Event description:
A review of the events indicated that patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that three (3) patient sample tests using the echo v2 automated blood bank system produced one (1) unexpected false negative antibody result and two (2) patient's tests resulted in inaccurate aborh results. Specifically, the malfunction produced one (1) false negative results for the anti-m antibody. Separately, one (1) patient sample was mistyped with an abo result of b negative when historical testing had resulted in an b positive typing. Last, one (1) additional patient sample resulted in an o positive typing against a historical result of o negative. Subsequent testing of reagent retention lots, and reagent antigen validation testing of the initial bulk products used for commercial vialing showed acceptable results. No single reason for the false negatives or inaccurate aborh results were determined and the malfunctions were allocated against the analytical instruments.